Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient first started experiencing issues related to the volume discrepancy on (B)(6) 2017, but it appeared the volume discrepancy first occurred on (B)(6) 2016. After the refill on (B)(6) 2017, the physician had a conversation with the patient¿s mother about the volume discrepancy. After that conversation, the mother called to report increased fatigue, decreased appetite, and decreased urine output for 12 hours. On (B)(6) 2016, the expected volume was 3.2 ml, and the actual was 6.5 ml. On (B)(6) 2016, the expected volume was 3.7 ml, and the actual was 8 ml. On (B)(6) 2017, the expected volume was 3.1 ml, and the actual was 7 ml.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained gablofen [2500 mcg/ml] at a dose of 582.6 mcg/day. It was reported there was a volume discrepancy upon refills with expected vs actual. The patient did not suffer from any symptoms. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. Troubleshooting involved comparing volumes of expected vs actual at refills. The pump was replaced that day ((B)(6) 2017). The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. The explanted pump would be returned for analysis.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer april 14, 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.